Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. The device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: opening curved on anterior and creases fold. Leak test and microscopic analysis were performed which identified: opening crease smooth on posterior, opening crease sharp on anterior, wear abrasion, observed void >1 mm in non-textured, valve-to shell-bond area and brown biological tissue inner device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on anterior side assessed as fold flaw opening, and an opening crease smooth on anterior side assessed as fold flaw opening." Additional, changed, and/or corrected data: h.3, h.6

Event description:
Patient reported right side deflation. Device was explanted.